Manufacturer narrative:
Sample collection and centrifugation information have not been supplied to date. Qc and system check information have not been supplied to date. The patient sample was sent to customer product line support (cpls) which confirmed presence of patient source interferent. Root cause of event is associated with patient source interferent.

Event description:
A customer contacted beckman coulter inc. (Bci) to report obtaining elevated troponin (accutni) results above the ami cutoff, generated by the access 2 immunoassay analyzer, for one (1) patient. Repeat testing of the patient's sample on the same instrument reproduced the elevated result. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.